Event description:
A bipap a30 device was returned to a third party service center as part of the uno recall process with no initial alleged complaint. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, the device was visually inspected, and foam particles were observed. The foam insulation needs to be replaced to resolve the issue. No repairs were performed. The device will be scrapped per the customer's request.